Event description:
The pt called lifescan on 11/1/04 alleging that the meter was set to the incorrect unit of measurement. The meter was previously set to the correct unit of measurement. The pt went to the pharmacy to get assistance. The pt does not recall recently going into the meter settings and changing the unit of measurement. Customer service assisted the pt in setting the meter back to mg/dl. This case is being reported as a malfunction, since the changing of the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or the pt accidentally changing the settings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation. But has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.